Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted with a (sorin) ventricular lead on (B)(6) 2016. Reportedly, during the follow-up performed on (B)(6) 2018, two ventricular bursts, showing regular non-physiological signals on the ventricular channel at an interval of 125 ms, were observed. The ventricular sensitivity value was increased to avoid noise oversensing and the patient next follow-up was planned in 3 months. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a ventricular lead issue and/or a lead-connection issue at ventricular level.

Manufacturer narrative:
(B)(4)

Event description:
The subject pacemaker was implanted with a (sorin) ventricular lead on (B)(6) 2016. Reportedly, during the follow-up performed on (B)(6) 2018, two ventricular bursts, showing regular non-physiological signals on the ventricular channel at an interval of 125 ms, were observed. The ventricular sensitivity value was increased to avoid noise oversensing and the patient next follow-up was planned in 3 months. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a ventricular lead issue and/or a lead-connection issue at ventricular level.